Manufacturer narrative:
Eval: smiths medical has been unable to get any further info from this user facility. They have not supplied catalog number, lot number of the sample involved. This report is unconfirmed. If further info is provided then a follow-up report will be provided.